Manufacturer narrative:
(B)(4) 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an unspecified issue occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and loss of connection was found was found within in the investigation window. The probable cause of the signal loss could not be determined. The reported event of an unspecified issue is reportable based on the finding of loss of connection was found. No injury or medical intervention was reported.